Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36", "defib fault 85" messages and the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.